Event description:
The hospital representative reoported a fail code 810:02, which occurred during biomed testing. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.